Event description:
Three endeavor sprint rx drug-eluting stents were implanted, overlapping in the proximal lad. An acute non-stemi is reported to have occurred, location of mi was lateral. Investigator assessed the event as a non-q-wave mi and that the target lesion was not involved. Occlusion of the diagonal branch was reported at the time of stent implantation. Pt displayed stable angina at 30 day f/u and was asymptomatic at 6 mo f/u. (MFR report# 2953200-2008-01094 - 01096).

Manufacturer narrative:
Evaluation results: myocardial infarction.